Event description:
The customer reports that during a tonsillectomy, a pt rec'd a burn to the mouth. The forcefx and a non-covidien suction coagulator was in use at the time. The customer does not believe the forcefx to be at fault, as it tested fine by a 3rd party. Also in use at the time was covidien pad. No further info is available from the customer at this time.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.